Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This literature article reports a patient with a common femoral arteriovenous fistula(avf) presenting with lower extremity steal after radiofrequency ablation treatment of the great saphenous vein(gsv). The patient initially presented herself after undergoing rfa (radiofrequency ablation) with vnus closurefast 7f 60cm catheter of the right gsv approximately 2months previously. During physical examination palpable pulses were discovered on the left and right leg with a thrill over the femoral right vein. Ultrasound findings indicated abnormal connections appeared to be present between the common femoral artery (cfa) and common femoral vein(cfv). The patient then underwent operative repair. During the repair operation a pseudoaneurysm of the common femoral vein ruptured in which immediate control was established. The patient did well and was discharged home 2 days postop 2 without complications. At the 3-month follow up, the patient reported no claudication with resolved varicose veins anad a normal result on a pulse volume recorder study. The author of the article highlights the importance of expanding the scope of complications that can occur from seemingly straightforward minimally invasive venous procedures.